Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to pain and dr. (B)(6) indicated that the tib base may have been loose. The following components have no alleged deficiency and were not revised during this surgery. 4 femur right lot # ni qty. 1. 38mm patella lot # ni qty. 1.